Event description:
It was reported that after her second device was implanted it caused her cell phone to freeze up. She also stated that it "runs her camera batteries in one day depletes". The batteries that were implanted were draining each other according to the pt. Add'l info has been requested, but was not available as of the date of this report. Please refer to MFR report # 3004209178-2010-06736.

Manufacturer narrative:
(B)(4).